Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Event description:
It was reported that the battery experienced an error while externally charging. There was reportedly no patient involvement.

Event description:
It was reported that the battery experienced an error while externally charging. There was reportedly no patient involvement.